Event description:
Customer reports that six days following gastric bypass procedure, the suture line broke. Surgeon utilized a running stitch on the initial procedure to close the abdomen. Pt was returned to or for repair of abdominal dehiscence following suture breakage. Pt is reported to have recovered fully without any further complications.